Event description:
The patient was wearing a pod on the skin for an unknown duration at the time medical attention was sought; however, the reason for seeking care was not related to the omnipod system. The patient reported a discrepancy with the continuous glucose monitoring sensor, which displayed low glucose readings. Based on these readings, the patient treated for hypoglycemia over several days. During this period, a blood glucose meter was not available to confirm sensor values. After several days, the patient developed vomiting and presented to the hospital on (B)(6) 2026. The patient was hospitalized for four days and discharged on (B)(6) 2026. During hospitalization, the patient was diagnosed with hyperglycemia, with reported blood glucose values exceeding 600 mg/dl and was treated with an insulin drip. The pod was removed during the hospital stay. The patient was unable to recall specific glucose values displayed in the sensor application, as the event occurred approximately two months prior to reporting. Hospital providers concluded that the event was related to sensor inaccuracies rather than the omnipod system. Patient confirmed on plans of letting dexcom know about the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.